Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization procedure, the orbit rdfl complex fill coil stretched during placement. After the coil unraveled/stretched during placement, the coil delivery system and coil were removed without any issues. The target site was a normal a-com artery. The aneurysm was saccular, 10mm, neck 3.5mm, and the neck to sac ration was 0.35. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the device. No further information was available.

Manufacturer narrative:
During an embolization procedure, the orbit rdfl complex fill coil stretched during placement. After the coil unraveled/stretched during placement, the coil delivery system and coil were removed without any issues. The target site was a normal anterior communicating (a-com) artery. The aneurysm was saccular, 10mm, neck 3.5mm, and the neck to sac ration was 0.35. An adequate continuous flush was maintained through the microcatheter (mc) at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During repositioning process, the coil was not utilized like a guidewire, i.e., it was not left in the aneurysm sac while repositioning the mc. After repositioning, there was no resistance when the coil was advanced. The same mc was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the device. No further information was available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received zipped and the support coil was protruding from the proximal end. Several kinks were noted in the hypotube. Embolic coil, gripper and support coil were inside of introducer. Embolic coil was still attached to the gripper and it presented with two kinks. Gripper and embolic coil were inspected under microscope and the kinks on the embolic coil were confirmed while the gripper presented no damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15088670 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Analysis of the returned device did not find the coil stretched/unraveled as reported; however, two kinks were found. Based on the report, it appears that the two kinks noted in the embolic coil occurred at the time the device was withdrawn for repositioning. The cause of the kinks noted in the hypotube does not appear to be related to the manufacturing process as it was reported that no other damages were noted on any other area of the device. Neither the analysis nor the DHR review suggests that damages found on the returned device are due to the manufacturing process. Inspections are in place to prevent these types of damages leaving from the facility. The reported stretched coil was not confirmed. Although based on the available information the definite cause cannot be determined, it appears that procedural factors may have contributed to the damages noted in the device. Therefore, no corrective actions will be taken at this time.